Manufacturer narrative:
The field service engineer replaced various parts, performed adjustments, and preventive maintenance. The calibration recovery could not be evaluated due to bad picture quality. The qc data was acceptable and additional results are comparable therefore a reagent or system issue can be ruled out. The customer had no further issues after the service visit. The malfunction is consistent with a maintenance issue, however, a pre-analytic issue cannot be excluded. The specific cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable chol2 cholesterol gen.2 results for one patient with the cobas integra 400 plus. The initial result was 420 mg/dl. The repeated result was 220 mg/dl. The questionable result was reported outside the laboratory. The reagent lot number was 50861001 and the expiration date was 31-jul-2021.